Manufacturer narrative:
Four (4) of the five (5) unknown screw heads/tips were received on september 24, 2015. Three (3) of the 02.211.0xx ¿ 2.7 va locking screws, one (1) of the 02.118.5xx ¿ 2.7 metaphyseal screws. Product investigation summary: the following devices were received broken (broke intra-operatively, which is addressed in (B)(4) and its associated medwatches): 2.7mm va locking screw (part 02.211.0xx / lot unknown) - quantity: 3, 2.7mm metaphyseal screw (part 02.118.5xx / lot unknown) - quantity: 1, one of each of the following devices were received undamaged: 3.5mm cortex screw (part 204.826 / lot unknown), 3.5mm locking screw (part 212.107 / lot unknown), 2.7mm va locking screw (part 02.211.014 / lot unknown), three screws were received intact and undamaged. Four additional screws and screw fragments were received damaged. Prior to the revision surgery, the devices were intact and had no complaint alleged against them. Per the complaint description, the revision surgery was the result of decreased range of motion and bursitis. Due to the lack of additional pre-revision information, it is unknown what caused the complaint condition of decreased range of motion. It is likely that the placement of the implants was not ideal and thus contributed to the decreased range of motion. It is determined that the design of the implants did not contribute to the complaint description. The associated drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for five (5) unknown screws with partial part numbers 02.211.0xx and 02.118.5xx. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for eight unknown screws/unknown lots. Potential partial part numbers provided: (4) 2.7 va locking screws 02.211.0xx; (1) 2.7 metaphyseal screw 02.118.5xx; (1) 2.7 va locking screw 02.211.0xx; (1) 3.5mm cortex 204.8xx; (1) 3.5mm locking screw 212.1xx. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal ulna olecranon hardware removal was performed on (B)(6) 2015. The date of the original procedure was (B)(6) 2013. The reason for the removal was minimal loss of extension, and bursitis over the hardware. A surgical delay of approximately sixty to ninety (60-90) minutes was reported, as well as significant bone loss related to reaming or coring over the screws for the removal. The procedure was then completed without further incident. Hardware removal only; not revised to anything else. This report is for eight unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.